Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. There was no known impact to the customer's blood glucose level. Cts educated the customer about the safety feature that times the pump screen out when interaction with the touch screen boundaries or edges of the touch screen are made; the customer acknowledged.